Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. Post-implant procedure on the same day, laa imaging reviewed by the core lab revealed that the patient had a pericardial effusion of unknown size. However, it is unknown if the pericardial effusion was caused/worsened by the implant procedure. Of note, per the site echo (laa imaging) investigation revealed no evidence of pericardial effusion. On (B)(6) 2020, the patient presented to hospital with complaints of bleeding from the rectum and the patient was hospitalized on the same day. The patient underwent gastroscopy and colonoscopy investigation which revealed large diverticula and the patient was diagnosed with rectal bleeding. The bleeding most likely was due to dual antithrombotic treatment. Aspirin and clopidogrel were kept on hold in response to the event. No further echo was performed when the subject was re-hospitalized on (B)(6) 2020 to assess the status of pericardial effusion. On (B)(6) 2020, the event was resolved and the patient was discharged on the same day with aspirin.